Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacture's device displayed what appeared to be myopotential noise. This noise was oversensed and led to loss of cardiac pacing of an unknown duration. The sensitivity was adjusted with resolution of the oversensing. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.